Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. The customer had not addressed the elevated bg at the time of report.